Event description:
It was reported that a patient underwent a myomectomy procedure on (B) (6) 2009. Upon numerous passes of the suture, the scrub nurse noticed and informed that the tip of the needle was missing, which the surgeon confirmed. The surgeon immediately did an exploration and found a needle tip. When they connected the found tip and the body of the needle, the surgeon was convinced that it was not yet a complete full needle. The surgeon did a couple of x-rays on the opened part of the patient. The surgeon does not rule out of the possibility of a retained needle component only because they could not account for the missing needle component.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.